Event description:
Procedure: laparoscopic appendectomy. According to the rptr: the device was inserted into a port into the abdomen. The gia was opened in the abdominal cavity and applied to the appendix. The device was closed on the appendix, then the button was pushed for cutting and stapling. The gia would not open for removal, it was stuck on the appendix. A laparoscopic shear was used to finish with amputating the appendix then the surgeon cauterized. After that the appendix was removed. The surgical tech noticed the shears did not retract to open the device. No delay reported in the case. No blood loss reported.

Manufacturer narrative:
(B)(4).